Event description:
It was reported that a patient death occurred. During an atrial fibrillation watchman procedure, a versacross connect access solution for faradrive kit was selected for use. The physician completed transeptal puncture using only intracardiac echocardiography (ice), then the blood pressure dropped. An effusion was noticed. The patient was taken to surgery as the drain was unable to control the situation. An open chest surgery was performed, but a hole in the left atrial appendage was noticed and the blood could not be controlled and the patient did not make it. The device is not expected to be returned for analysis (disposed). It was hard to make a transeptal due to anatomy and ice only. No malfunctions with the versacross devices were reported. Act was therapeutic. It was believed that the faradrive may have cause the perforation in the laa.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.